Event description:
It was reported that during service by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) new software could not be installed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected field- e1 (event site telephone). A getinge field safety engineer (fse) observed that the device had issue with software reload. Fse replaced pcba power management. Work has been carried out satisfactorily. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part with a reported unit failure of the board not accepting new software. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. Could not confirm the reported failure. Board revision is obsolete and no longer able to be tested by the supplier.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated sections- b4, g3, g6,h2, h11. Corrected section- d9 ( return to manufacture date).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a